Event description:
It was reported that the patient experienced hyperglycemia after a cannula was found dislodged, with the caregiver replacing the infusion set twice and reporting a highest blood glucose of 230 mg/dl; no back-up therapy or ketone testing was used, and troubleshooting and education were completed. Symptoms included elevated blood glucose without acute complications. Outcomes included no medical intervention and no hospitalization. Investigation included review of the event details and user troubleshooting. Investigation of this case revealed an unclear cause of hyperglycemia despite infusion set replacement. It was concluded that the cause of the hyperglycemia was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.